Manufacturer narrative:
One medfusion 3500 pump was received to investigate the reported event. The pump was received with the a cracked top case and a chip by the front right and left bottom corner. The top case lifted off from the latch and was not seated. The right and left plunger case were also cracked. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A power up process and a visual inspection were performed to further investigate the reported issue, and the problem was confirmed. The issue was due to multiple components. Cracked and broken parts were found as well as a damaged lcd assembly. Root cause was linked to the customer dropping the device. To correct the reported problem, the top right case was replaced as well as the left plunger case and lcd assembly. No further actions were noted.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was a system failure in form of a motor rate error and force sensor bridge test. Additionally, the device was dropped and had a broken case. There was no patient or clinical injury reported.